Manufacturer narrative:
(B)(6). Patient weight is unknown. Onset date of the patient¿s post-operative reaction is unknown. This report is for an unknown quantity of unknown screws. Other): without valid part and lot numbers, the UDI(s) are unavailable. The original implant procedure was performed on an unknown date in (B)(6) 2013. The plate has yet to be explanted. Per the patient, a revision surgery will occur on either (B)(6) 2016. The complainant parts are not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was implanted with a plate in (B)(6) 2013 to treat a stress fracture of the pubic symphysis, may be having an allergic reaction to the device. Reportedly, the unknown 3.5mm titanium reconstruction plate was implanted three (3) years prior. The patient has known reactions to nickel and cobalt. The plate and screws are reportedly scheduled for explant on either (B)(6) 2016. It was additionally reported that the patient had four (4) unknown screws implanted into her hip for a peri-acetabular osteotomy (pao), which have since been removed (in (B)(6) 2015). This report will address the potential reaction experienced by the patient. The removal of the four (4) unknown screws will be captured in and reported under (B)(4). This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).